Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's lower back was swelling up and that the patient no longer feels stimulation. The patient had already used their patient programmer (pp) to increase stimulation from 2.8 to 4.8, but was still not feeling stimulation. The caller stated that the patient had gone back to work yesterday after not working for 30 days per the patient's healthcare provider (hcp). The caller reported that the patient's job involves a lot of lifting, bending, and twisting. The patient's swelling and lack of stimulation began about 5 hours after starting to work. There were no trauma or falls associated with the reported issues and patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.